Event description:
It was reported that impedances were greater than 40,000 ohms. It was noted the patient had been reprogrammed three times since intr a-operative check and the impedances had not changed. The patient was programmed and the voltage was increased to 10.5 volts and the patient was not feeling any stimulation. It was noted the patient was getting good coverage on the right side but they also need it on the left side. It was noted that during implant everything went as planned and nothing was unusual. The surgeon did remove the lead several times to clean but continued to see high impedance. An x-ray had not been done at the time of report. Follow up reported the high impedances had not resolved. The patient was receiving therapy on the right side and it was ¿very good.¿ there had not been a decision made on how to proceed yet. An x-ray had been taken but results were unknown at the time of report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up reported the issue did not resolve and they replaced the lead. The patient was now receiving excellent therapy.

Manufacturer narrative:
After additional information was received it was noted some of the information was reported in manufacturer report # 3007566237-2013-02704. The files have been merged together and will be reported in this report.